Event description:
Caller reported an error with the continuous glucose monitor (cgm) identified as cgm error 42, which had occurred three or more times with the current pump, although the pump had not been reset. There was no adverse impact to the customer's blood glucose level. The customer was informed that a replacement pump with updated software would be sent, and instructions were given on how to prepare the current pump for return. The customer understood the steps needed upon receiving the replacement pump and agreed to return the faulty pump to tandem.